Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device was implanted in a patient with permanent av block iii without sufficient rhythm. Since this device is subject to the field safety notice issued in july 2018, it was decided to replace it prophylactically. The device will be returned for analysis. Preliminary analysis results did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject device was implanted in a patient with permanent av block iii without sufficient rhythm. Since this device is subject to the field safety notice issued in (B)(6) 2018, it was decided to replace it prophylactically. The device will be returned for analysis. Preliminary analysis results did not reveal any device malfunction.

Event description:
The subject device was implanted in a patient with permanent av block iii without sufficient rhythm. Since this device is subject to the field safety notice issued in (B)(6) 2018, it was decided to replace it prophylactically. The device will be returned for analysis. Preliminary analysis results did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.